Manufacturer narrative:
Date of event: unknown, used first date of the month in which boston scientific became aware

Event description:
It was reported that the patient expired. A rotablator device and a rotawire were selected for a procedure. During the procedure, the devices became stuck on a calcium deposit and binded up on the rotawire. The physician ended up taking the patient into open heart surgery for five hours. The patient expired as a result.